Manufacturer narrative:
After battery installation unit gave an unexpected solid white / blank display with unexpected horizontal lines on display due to cracked / broken traces on the lcd glass between the lcd controller and the lcd image area. Unable to perform the self test, sleep current measurement, active current measurement, displacement test due to display anomaly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump turned off yesterday. The customer¿s blood glucose level was 20.6 mmol/ l at the time of the incident. The patient removed battery, there were some stripes visible on screen but it was not possible to turn on the pump. Pump did not fall. Patient heard the pump beep but screen was grey with stripes. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.